Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported both a "scan again in 10 minutes" message and signal loss issue the adc device, and the customer was therefore unable to obtain sensor readings during this time. The customer became light-headed and had upset stomach, requiring treatment of oral glucose tablet by daughter. The caller did not clarify which of the 2 product issues experienced led to the medical event. There was no report of death or permanent injury associated with this event.